Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning: "8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the grip was cracked and due to the crack on the grip, water tightness was lost. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: due to wear of angle wire, bending angle in the "up" direction did not meet standard value, due to wear of angle wire, the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a chip and white-clouded area, due to clogging of the nozzle, air supply volume did not meet standard value, due to clogging of the nozzle, water supply volume did not meet standard value, due to clogging of the nozzle, water removal ability did not meet standard value, due to nozzle clogging, the amount of water contact did not meet standard value, the universal cord had a wrinkle, the adhesive around the objective lens had a white-clouded area, the adhesive around the light guide lens had a white-clouded area, the plastic distal end cover had a scratch, and the connecting tube had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer flushed the air/water nozzle with water and air. The customer presoaked the endoscope in detergent solution. The customer did wipe/brush the air/water nozzle with a clean lint free cloth, brush or sponge. The customer flushed the air/water nozzle/channel with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported that the evis lucera elite colonovideoscope had an air leak in the grip. There were no reports of patient harm. The device was returned for evaluation. During evaluation, the following reportable malfunction was identified: foreign material was found in the nozzle.